Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. At this time, the pacemaker remains in service. No adverse patient effects were reported. Data analysis is yet to be analyzed until next follow up appointment of the patient. If additional information is received; a supplemental report will be created.